Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the relevant dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot numbers in question were manufactured in june and august 2013, totally 60 pieces. We are not aware of any other complaint for these article- and lot numbers. Based on the provided information we are not able to determine the exact cause of this occurrence. That continuous loads did lead to a material fatigue. The pre-contouring could also have plays a certain role, as the plate broke at the bending position. Thus, the documents for the corresponding non sterile part 04.511.303 / lot 8603949 were reviewed with the following result. Manufacturing date: jun 21, 2013; expiry date: aug 01, 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot numbers provided 8603944/ 8603949, but it is not clear which lot number was implicated. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 04.511.303 / lot 8562707 were reviewed with the following result. Manufacturing date: aug 13, 2013. Expiry date: aug 01, 2023. Thus, the documents for the corresponding non sterile part 04.511.303 / lot 8603949 were reviewed with the following result. Manufacturing date: aug 21, 2013. Expiry date: jun 21, 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that one of the 04.511.303s broke after lefort I procedure using 5mm screws. The patient has had to come back for plate to be removed. It was reported that the plate did not break on the intersection. There was no patient harm but the plate had to be removed. This is report number 1 of 2 for (B)(4).